Event description:
It was reported that the procedure was cancelled. A metriq irrigation tubing set was selected for use. During the procedure, the ablation catheter was connected; however, the system continued to display a check standby flow error. The procedure was not completed due to this event. It is unknown whether the patient was sedated. No patient complications were reported. The device was received, pending analysis. It was further reported that the patient was sedated with local anesthesia.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Correction to the initial MDR in block h6 impact code f26: no health consequence or impact the device evaluation is still in pending; a supplemental report will be filed once the product investigation is completed.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the procedure was cancelled. A metriq irrigation tubing set was selected for use. During the procedure, the ablation catheter was connected; however, the system continued to display a check standby flow error. The procedure was not completed due to this event. It is unknown whether the patient was sedated. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of metriq pump message - p05 - check standby flow could not be confirmed, as this was unable to be replicated and no device problems were identified during analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the metriq irrigation tubing set was visually inspected, and no visible problems were noted. During flow testing, the device was connected to a metriq pump and was purged at 60ml/min; a free flow was observed. The pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as this was unable to be replicated and no device problems were identified during analysis.

Event description:
It was reported that the procedure was cancelled. A metriq irrigation tubing set was selected for use. During the procedure, the ablation catheter was connected; however, the system continued to display a check standby flow error. The procedure was not completed due to this event. It is unknown whether the patient was sedated. No patient complications were reported. The device was received, pending analysis. It was further reported that the patient was sedated with local anesthesia.